Event description:
Upon internal review on 14-sep-2017, suspect product was updated from hylan g f 20 to synvisc one. Based on additional information received on 31-jul- 2017, the case has been upgraded to serious from nonserious with seriousness criteria of disability. This case was related to two additional cases: (B)(4) (cluster). This unsolicited case from (B)(6) was received from a physician on (B)(6) 2017. This case involved (B)(6) years old male patient who received treatment with synvisc one injection and later after unknown latency experienced synovial reaction nos (not otherwise specified). Reportedly, previous infiltrations with synvisc one were made on the same patient in (B)(6) 2016 and in (B)(6) 2017 for the same indication without problems. No relevant medical history, concurrent condition, and concomitant medications were reported. On (B)(6) 2017, patient received treatment with intra-articular synvisc one injection, once (dose: unknown; lot number: 6rsl040 and expiry date: 30-sep-2019) for knee arthrosis. In (B)(6) 2017 and unknown latency after starting therapy with synvisc one, the patient presented synovial reaction nos. On (B)(6) 2017, the day after synvisc one injection, the patient experienced swelling and pain at knee and fever till 38 degree c. The patient underwent knee arthrocentesis that showed the presence of an aseptic fluid without crystals, as medical countermeasure the physician prescribed the patient with an antibiotic therapy nos. (In the context of the next scheduled contact with the physician, who examined the patient, who was not present for this follow up and would be investigated if the medical countermeasure was actually the prescription of an antibiotic or an anti-inflammatory drug or both). The chief medical officer stated that within a couple of days from the infiltration patient's swelling at knee, pain at knee and fever till 38 °c degree fully recovered on (B)(6) 2017. The physician considered this event as related to synvisc one since in the past in the same medical centre, occurred two similar events with the same medical devices. Local quality department had been informed. The corrective treatment for symptoms knee swelling, knee pain and fever till 38 °c degree was cortisone nos, amoxicillin/clavulanic acid (augmentin) and for joint effusion: cortisone nos, amoxicillin/clavulanic acid and arthrocentesis. Corrective treatment: cortisone nos and amoxicillin/clavulanic acid for synovial disorder nos outcome: unknown seriousness criteria: required intervention and disability the physician considered the causal relationship between the adr and the device as definite and assessed this case as serious since caused temporarily disability (for one day) a product-technical complaint (drug ptc) was initiated with global ptc number: (B)(4). The conclusion of the ptc was pending. Additional information was received on (B)(6) 2017 from physician via sales representative and (B)(4) 2017 from the quality department, both processed together with csd of (B)(4) 2017. Ptc details added with global ptc number: (B)(4). Age, gender and past drug added. New symptoms of swelling at knee, pain at knee and fever till 38 degree c were added. Therapy details of suspect drug updated. Lab test added. Text amended. Additional information was received on (B)(6) 2017 from physician via sales representative: corrective updated for synovial disorder nos; reporter causality description added; the case has been upgraded to serious with seriousness criteria of disability; text amended. Upon internal review on 14-sep-2017, suspect product was updated from hylan g f 20 to synvisc one. Action taken was updated from unknown to not applicable. Corrective treatment and seriousness criteria was updated. Outcome was updated from not reported to unknown. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 09-08-2017: this case concerns a (B)(6) year old male patient who developed synovial reaction nos while on therapy with synvisc one. Although the role of synvisc one cannot be denied for the event; however patient's advancing age and underlying condition of knee arthrosis are confounding factors for the same. Moreover, information regarding relevant medical history, concurrent conditions and concomitant medications will aid in comprehensive assessment of this case.